Event description:
The recipient is reportedly experiencing intermittencies and decreased battery life. External equipment was exchanged, however the issues did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed upon request and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers, the investigation into this reportable event as closed. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend, that this report be any admission of liability, fault or product defect.